Event description:
Territory business manager called in and states he is getting a left brake fault.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.